Event description:
It was reported that (2) devices were used during an thyroid procedure. It was reported by the affiliate that both of the mcs20 and mcm30 clips would not deliver (feed). Another instrument was used to complete the case. There was no consequence to the pt.